Manufacturer narrative:
Other relevant device(s) are: sftwr 960-152 media io, upn (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the exam the site wanted to use was missing slices and only displayed slices at the top of the 3d view. The exam had 390 slices. There was no patient present when this issue was observed.